Event description:
It was reported that the device would not appropriately deliver a shock in AED mode. The reported failure was noted during acceptance testing by the customer. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.